Event description:
It was reported that there was insufficient gel in tube and air bubbles prior to centrifugation with 1000 bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter, translated from german to english: the gel layer before centrifugation looked very fragmented or perforated.

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, returned to manufacturer on: 2020-07-09. H.6. Investigation summary bd received 14 samples and 1 photos from the customer for investigation. The photos and customer samples were reviewed and the indicated failure mode for air bubbles with the incident lot was observed. Bubbles in gel is a cosmetic defect which should not impact on the efficacy of the tube. Additionally, the customer samples along with 20 retention samples from bd inventory, were evaluated by draw testing and the issue of no vacuum was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Manufacturer narrative:
Initial reporter phone #: (B)(6). Initial reporter fax #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that there was insufficient gel in tube and air bubbles prior to centrifugation with 1000 bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter, translated from (B)(6) to english: the gel layer before centrifugation looked very fragmented or perforated.